Event description:
Complainant alleged that while attempting to defibrillate a patient the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.